Event description:
The external pulse generator was returned to the manufacturer due to the field advisory on this model. It was analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis found that the dial-knob was cracked. There was no malfunction related to higher pacing than setting. The main circuit board, interconnect flex, battery flex and lead connection flex were replaced as a preventive measure. (B)(4).